Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd precisionglide¿ 27 g x 1-1/4" hypodermic needles the needle was clogged. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: solution won't come out of the needle.

Event description:
It was reported while using bd precisionglide¿ 27 g x 1-1/4" hypodermic needles the needle was clogged. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: solution won't come out of the needle.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the is a duplicate of 1911916-2022-00706 this supplemental is to cancel MDR.